Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent elevated blood glucose levels above 200mg/dl, however an exact value was not provided. The suspected cause was unknown. The customer delivered a bolus via the pump. Further troubleshooting was declined by the customer.